Manufacturer narrative:
The device was not returned to olympus for evaluation, but the serial digital interface (sdi) cable connecting the light source to the monitor was replaced and resolved the issue. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the evis lucera elite xenon light source had the entire screen intermittently black out when the high frequency device is outputted. The issue occurred during the therapeutic endoscopic submucosal dissection procedure. The procedure was completed with the same set of equipment. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event could not be determined although it can be presumed it was due the use of another company's high-frequency ablation power device . The following information on the use of radiofrequency ablation power devices in the instructions for use should have been followed: if you use a radiofrequency ablation device with this product, use our radiofrequency ablation device. The use of non-our high-frequency ablation power devices may cause high-frequency noise on the observation monitor, which may affect the procedure, or may eliminate the endoscopic images. Confirm that the high-frequency noise is at a level that does not affect the observation and treatment before using the high-frequency ablation power device. Unchecked use may damage the body cavity when using a radiofrequency ablation device, some noise and color changes may occur in the endoscopic images. Olympus will continue to monitor field performance for this device.